Manufacturer narrative:
Ts reviewed logs and didn't observe any obvious hardware or reagent preparation issues. Ts advised to clean sample and reagent prep areas, touchpoints, change lab coats and collect environmental testing as a precaution.

Event description:
Customer called hologic, technical support (ts), to requested review of (B)(6) running aptima sars-cov-2 assay results ml: 316487 for panther plus instrument sn: (B)(4). Customer indicated that they've been seeing an increase in positive sars-cov-2 results. Customer stated control values were within expected range for the lab and negative specimen rlu were also as expected. Customer stated that all other assays are performing as expected.